Event description:
It was reported following a 6.5 hour interventional procedure involving stenting the aorta from the level of the inferior vena cava down to both iliac arteries, an 8f angio-seal plus device was used to seal the left arteriotomy site. A pre-deployment angiogram for vessel assessment and approval for an angio-seal device was done. The physician set the anchor and then had difficulty advancing (using opposing force) beyond the compaction marker. Being concerned with how the angio-seal deployed, the physician punctured the right femoral artery, and a femoral angiogram was taken of the affected side (angio-seal site), which revealed an occluded left femoral artery. Since the pt was still under anesthesia, vascular surgeons were called to the interventional suite to perform a cut down on the left femoral artery. The angio-seal device was removed; the anchor, suture and collagen were found in the artery. Manual pressure was applied to the right arteriotomy site to achieve hemostasis. The pt was reportedly recovering.